Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure upon starting the surgery, the surgeon noticed that the implant was fractured. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the implant was noticed fractured prior to being inserted into the injector and before being used on the patient. The surgery was able to completed by using another iol. There was no patient contact and no patient harm.

Manufacturer narrative:
Additional information was provided in a.1., a.2.,a.3.a.,a.4., b.3.,b.5.,h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.6., and h.11. Correction: on initial smdr the imdrf health impact code of f24 was an error. It should have been f27 on the original smdr. The manufacturer internal reference number is: (B)(4).